Manufacturer narrative:
B5: additional information was received and added in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep noted the issue did not stem from network bandwidth. The system had no problem downloading images from cranial exam patients. The issue lied in the discs in which the ent exam patients were scanned from. The rep noted the discs contained extra files that are currently being investigated that prevent the entire image from being downloaded. The rep confirmed these files were the root cause as the missing slices persisted even when trying to download the patient image directly from the disc.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859. H3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was pulling incomplete images from the electronic picture archiving and communication systems (pacs). It was noted that the issue started within the past 3 weeks, the system was able to query patients, was able to pull only a few slices of images from the pacs, and he system has a wired connection with the pacs. The cause was suspected to be a network bandwidth or update issue at the site. There was no patient involvement.

Event description:
It was reported that the issue was not a system-level problem, but instead an error with how the discs for ent exams were formatted. The issue was confirmed to be resolved on call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.